Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture. The customer's blood glucose value was unknown. Customer reported that customer went swimming with the insulin pump. Customer stated they do hear fluid when shaking the insulin pump. Customer stated they see fluid under the lcd. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.